Manufacturer narrative:
(B)(4). The reported issue on the grounds of 'plastic found in mouth post extubating' was confirmed through the review of the customer supplied pictures. The complaint device was not received for evaluation. A review of the manufacturing process, along with feedback from the production facility, confirmed that the device's protective packaging is made from a resilient material and does not easily break into fragments. The edge of plastic piece appears smooth and seems to have been cut with a sharp blade. Additionally, manufacturing conducted simulations using the same type of packaging material. Even after subjecting the material to freezing and impact bending tests, no similar plastic fragments were generated. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the exact root cause of this reported issue was undetermined. No manufacturing related root cause identified for this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "last week there was an incident where a patient was extubated and had a strange piece of plastic in his mouth post extubating. After investigation, we think that it matches the packaging for flexi lmas. Patient had an xray to confirm there was no fragments in lungs.".

Event description:
It was reported that: "last week there was an incident where a patient was extubated and had a strange piece of plastic in his mouth post extubating. After investigation, we think that it matches the packaging for flexi lmas. Patient had an xray to confirm there was no fragments in lungs."

Manufacturer narrative:
(B)(4).